Event description:
It was reported by service report that the no head lift motor motion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Capacitor; unit will be repaired by the customer.